Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of noise were confirmed in the laboratory via stored egms. The device was tested on the bench and the noise to an anomalous connection between components on the hybrid. The cause of the field event was an open connection between components on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise. An alert for possible v circuit damage was noted. Noise was also noted during telemetry sessions. Internal ICD damage or lead damage was suspected. Pacing lead impedance was high during in-clinic device testing. Device was explanted and replaced. Patient's condition was stable.